Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) france alleging that her onetouch verio2 meter displayed inaccurate results. The complaint was classified based on the customer service representative (csr) documentation since repeated attempts to contact the patient for additional information were unsuccessful. Very little information is available about the complaint. The patient reported an inaccuracy with the subject meter. She alleged that on unknown dates and times, the meter displayed inaccurate, but unspecified, results. The patient confirmed during a second call on (B)(6), that she had been using a "defectuous" meter which had already been replaced by lifescan. The original complaint which led to the meter being replaced concerned meter messages. The patient reported that she had continued to use the old meter, "got some inaccuracies and made some changes in her treatment." The patient manages her diabetes with insulin pump therapy. It is no known what specific changes she made to her usual diabetes management routine as a result of obtaining the alleged inaccurate results. No symptoms were documented and no medical intervention was specified. Troubleshooting was not possible. In conclusion, from the limited information available, there is no indication that the subject meter caused or contributed to a serious injury as no symptoms or medical intervention were specified. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.